Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). The transeptal puncture was performed and an intracardiac echocardiogram (ice) was used to measure the laa. The was advanced into the la and the dilator was removed. During preparation to advance the pigtail catheter over the pigtail wire, air bubbles were visualized inside and outside the laa. St elevations occurred and the patient entered asystole. The laa closure procedure was aborted. Chest compressions were initiated and a temporary pacing wire was placed. The patient returned to normal sinus rhythm and was intubated due to vomiting. The coronary arteries were imaged and determined to be clear. Computed tomography (CT) of the brain was performed and small air bubbles were noted. The patient was transferred to the critical care unit to receive hyperbaric oxygen and undergo neurologic evaluation.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). The transeptal puncture was performed and an intracardiac echocardiogram (ice) was used to measure the laa. The was advanced into the la and the dilator was removed. During preparation to advance the pigtail catheter over the pigtail wire, air bubbles were visualized inside and outside the laa. St elevations occurred and the patient entered asystole. The laa closure procedure was aborted. Chest compressions were initiated and a temporary pacing wire was placed. The patient returned to normal sinus rhythm and was intubated due to vomiting. The coronary arteries were imaged and determined to be clear. Computed tomography (CT) of the brain was performed and small air bubbles were noted. The patient was transferred to the critical care unit to receive hyperbaric oxygen and undergo neurologic evaluation.